Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30442964m number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Near the end of the cryo afib case a pericardial effusion was noticed on ice. The final freeze was completed with the cryo balloon, then a pericardiocentesis was performed. Approximately 500ml of fluid were removed from the pericardial space. No ablation catheter was inserted into the patient. The patient was reported to be stable. There was no report of extended hospitalization. The final outcome is unknown. There was no biosense webster product malfunction. Customer thought it was likely related to the flexor cryo balloon catheter. The decanav electrophysiology catheter was most probably used in the coronary sinus and thus it¿s contribution cannot be excluded. Thus the event is conservatively reported under the ablation catheter.